Event description:
It was reported that a hard drive failure occurred on the cdt lan, resulting in tower errors and loss of communication. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.